Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for left ventricular lead impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead impedance was too low. No intervention was done.